Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.3 cm an abdominal aortic aneurysm. It was reported that approximately 16 months post implant the patient presented emergently with belly pain. It was discovered that the neck had dilated and had lost seal on the posterior and left lateral walls of the aorta. This resulted in a type ia endoleak. Bilateral snorkels and a cuff were placed and the endoleak resolved. It was noted that both renal arteries were patent. The physician stated that the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.